Manufacturer narrative:
(B)(4). Concomitant medical product: femoral component option size f right compatible with lps-flex prolong, catalog # 00596401652, lot # 63113864. Unknown tibia, catalog#: ni, lot#: ni. Unknown patella, catalog#: ni, lot#: ni. Product will not be returned to zimmer biomet. Reported event was unable to be confirmed due to limited information received from the customer. Per the package insert, pain and instability are listed as known potential adverse effects of the tka procedure. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filled for this event: 3007963827-2017-00290.

Event description:
It was reported that the patient underwent a knee arthroplasty revision due to pain and instability approximately 15 months subsequently. No further information has been provided.